Event description:
It was reported that the minilink transmitter had physical damaged. Customer's stated that battery pack for the sensor ended. Customer's blood glucose was 300-400 mg/dl before the sensor ended and customer checked his blood glucose was 197 mg/dl. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.